Manufacturer narrative:
Based on the information available, no conclusions can be made. The information is limited to the journal article. The article does not include any action taken related to the "twitched" 3dmax light mesh and there is no ae related to the mesh indicated. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event documented is estimated. This MDR represents case #2. An additional MDR was submitted to represents case #1. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "two cases of incarceration of the small bowel in the peritoneal obturator space after laparoscopic inguinal hernia surgery". Per the journal article, transabdominal preperitoneal hernia repair (tapp) for inguinal hernia surgery has a higher incidence of complications than the conventional anterior approach, including postoperative intestinal obstruction. This article reports two cases of intestinal obstruction triggered by the intrusion of small bowel into the preperitoneal space through the peritoneal obturator space after tapp surgery. This report focuses on case 1 of the article, related to an 79-year-old man. Case 2: patient had a history of right inguinal hernia repair 5 years prior with unspecified plug mesh implant. Patient developed a hernia recurrence on the right side and underwent tapp inguinal hernia repair which included the explant of the previously implanted plug mesh with restoration being done using a 3dmax light mesh. 2-days post tapp repair, the patient underwent CT scan which finds prolapse of the intestinal tract into the preperitoneal space through the gap at the peritoneal suture closure in the right inguinal region, resulting in emergency surgery. Laparoscopic observation of the peritoneal cavity revealed partial dehiscence of the peritoneal suture in the right inguinal region, and the ileum was inserted into the preperitoneal cavity from the same site. There was no adhesion between the intestinal tract and the surrounding tissue, and it could be easily reduced into the abdominal cavity. The article notes the cause of the gap was due to the peritoneal defect having been enlarged due to the hollowing out of the (plug) mesh. In addition, per the article the enlarged defect resulted in strong tension being applied to the site of the peritoneal closure. It was confirmed that during the reoperation, that the 3dmax light mesh was ¿twitched¿ due to excessive strain on the peritoneum on the dorsal side. The article does not indicate what, if any, manipulation of the ¿twitched¿ mesh being performed during the surgery. The article concluded that the intestinal obstruction was caused by dehiscence of the peritoneal obturator related to tapp procedure. The article reports that one year after the operation, no groin infection or recurrence was observed.